Event description:
It was reported that during an unknown procedure the clip could not came out normally and the clip was unformed. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: what is meant by clip would not come out normally? Was clip malformed? What shape was clip? The clip was unformed. Did clip not feed into jaws? Please provide more detail. Yes. What type of procedure was being performed? Stomach resection. Which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Unknown vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No. Was the device fired after this incident in or out of the patient? Yes and still had the issue. What were the indications for surgery? What was found? Unformed clips were found. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.